Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of vascular dissection is not listed in the hi-torque guide wires for pta instructions for use as a known adverse event; however vascular dissection is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery.

Event description:
This was reported based on literature review. Case 8: a 59-year-old male presented with right limb weakness and cognitive impairment. Imaging revealed infarction in the left thalamus (fetal pca territory), and occlusion of the left internal carotid artery (ica) at the c1¿cavernous segment. The first-stage procedure was performed 23 days after imaging-confirmed occlusion and involved balloon angioplasty (pta), which successfully recanalized the vessel but resulted in a type c dissection distal to the carotid bulb, which was attributed to the use of am abbott guidewire. After a 21-day interval, the second-stage procedure involved stenting with an abbott xact 8¿6×40 mm stent. Abbott guidewires used during the intervention included the hi-torque pilot-50, command, and command es, which were essential for navigating the occlusion. At 6-month follow-up, the ica remained patent with no in-stent restenosis (isr), and the patient had a modified rankin scale (mrs) score of 0. No additional information was provided.